Manufacturer narrative:
Returned device was received in good physical condition. During the evaluation of the device, the h-2 pressure gauge was found to be out of tolerance. The h-2 pressure gauge and regulator were both replaced to resolve the issue. The device history record was reviewed and showed that this device met all manufacturing specification for product released for distribution. No issues were identified that would have impacted this event.

Event description:
Information was received indicating that a smiths medical fluid warmer fell below the desired 280-300mmhg of pressure. There was no patient present. There were no reported adverse events.